Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that unintended standby occurred. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received technician, replacement of standby valve solved the issue. The device passed all functional and safety tests and was cleared for clinical use. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigation, the most probable cause to the failure is a leakage in the valve piston resulting in wrong pressure measurement. The defective part was not returned for further evaluation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective part.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received technician, replacement of standby valve solved the issue. The device passed all functional and safety tests and was cleared for clinical use. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigation, the most probable cause to the failure is a leakage in the valve piston resulting in wrong pressure measurement. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).